Manufacturer narrative:
This report is submitted october 31, 2018.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced pain with device use. The device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 17, 2024.